Event description:
It was reported that the user experienced elevated blood glucose with the pump displaying ¿high¿ after forgetting to announce a meal. The user later confirmed glucose returned to range following automated correction doses and performed a supply change, consistent with a use error related to meal announcement and interaction with the user interface. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified consistent with a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.